Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided by the customer.

Event description:
The customer reported that the IV tubing set is collapsing on itself while infusing tpn via the patient's central line, thereby causing the pump to alarm occlusion or bag empty. The customer was unable to resolve the issue and had to discard the bag of tpn and put the patient on "clears" for the rest of the night. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing set is collapsing on itself while infusing tpn via the patient's central line, thereby causing the pump to alarm occlusion or bag empty. The customer was unable to resolve the issue and had to discard the bag of tpn and put the patient on "clears" for the rest of the night. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing collapsing on itself causing occlusion alarms was confirmed. Visual inspection of the set noted that the top half of the tubing was still coiled and taped and that the tubing was kinked around the tape. There were no other anomalies observed. Initially, the as-received set could not be primed due to the kinked tubing around the taped, uncoiled section. After the tape was removed and the tubing was straightened out, fluid flowed freely. The set passed pressure testing without issues. The root cause of the report that the set was collapsing and causing occlusion alarms was due to the kinks in the top half of the set from it being coiled and taped.

Event description:
The customer reported that the IV tubing set is collapsing on itself while infusing tpn via the patient's central line, thereby causing the pump to alarm occlusion or bag empty. The customer was unable to resolve the issue and had to discard the bag of tpn and put the patient on "clears" for the rest of the night. There was no report of patient harm.